Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per the user guide the customer must properly cycle the cartridge no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Reportedly, the customer was using cold insulin and failed to properly cycle the cartridge, which is considered off label use per the tandem user guide. A systems check was performed with tandem technical support and no issues were identified. The customer changed supplies and resumed insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.